Manufacturer narrative:
See MFR: 3012307300-2018-00280; 3012307300-2018-00281; 3012307300-2018-00282; 3012307300-2018-00283. Lot number provided by customer is not a valid lot number.

Event description:
It was reported that the explanting doctor noticed holes in the catheter of a deltec® port-a-cath®ii power p.a.c. Implantable access system. Issues with the catheter had to be explanted when one patient complained of pain. There was no patient injury associated with this occurrence.